Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) broken cable was identified prior to procedure. There was no delay to start as a back-up mcs was present. After further inquiries, during the last surgery the mcs was used, the mcs was not opening at the very beginning of the surgery. Hence, the customer immediately installed a backup mcs instrument. No delay and no injury occurred. No tissue was grasped as the surgeon did not even start the procedure. After washing, one cable was out and it was responsible for the opening and closing of the jaws. The instrument had 2 remaining lives. The procedure was completed with no reported injury.